Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely due to patient being in atrial fibrillation (af) consistently. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly due to increased time in atrial fibrillation (af). No adverse patient effects were reported.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely due to patient being in atrial fibrillation (af) consistently. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly due to increased time in atrial fibrillation (af). No adverse patient effects were reported.